Event description:
Hospital called requesting checkout of the injector. After an abdominal CT procedure, the technician noticed an extravasation occurred of about 140cc approximately 6" above the IV site at the wrist. Hospital elevated the patient's arm, applied warm compresses, then sent for emergency surgery.